Event description:
According with our costumer's info after a short time that the pt start the treatment, the blood goes out of the fibers. Unnecessary to say that the pt have been losing around 400ml volume of blood, what decreasing the hematocrit level.

Manufacturer narrative:
One unused dialyzer received from the hospital. The dialyzer was tested with 1 bar compressed air. Result dialyzer is ok.